Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-50 mg/dl. The cause of the low bg was unknown. The customer reported that they required third party assistance from their daughter because of the low bg level who provided carbohydrates and a glucagon injection, but ultimately the customer was taken to the emergency room (ER), and they were subsequently hospitalized because of their low bg level. The customer received intravenous therapy (IV) of fluids of saline to resolve the low bg. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.